Manufacturer narrative:
Concomitant product(s) : product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n566032, implanted: (B)(6) 2015, product type: accessory. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2015, explanted:(B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported by the manufacturer representative (rep) that there was an infection and some drainage at the lead incision site at the cervical spine. The patient showered post-operatively against medical advice which presumably was what led to the infection. The patient was given oral antibiotics in the emergency department and was then hospitalized for IV antibiotics. The physician planned to explant the leads only and then reimplant at a future date. Information that the explant proceeded as planned on (B)(6) 2015 (unsure which day was correct) was obtained and per the physician the infection had resolved. Relevant medical history included non-malignant pain and complex regional pain syndrome type I. Additional information has been requested, but was not available as of the date of this report. If received, a follow-up report will be sent.

Event description:
Additional information received from the consumer via the manufacturer representative reported that the leads were replaced.

Event description:
Additional information received from the manufacturer representative reported that the patient's leads were explanted on (B)(6) 2015 and the hospital disposed of them. If additional information is received, a supplemental report will be submitted.